Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy in the initial drain cycle. Gts had the patient close the clamps and transfer set, and cycle power twice to clear the error. Gts explained that the error indicated a large amount of air had entered into the disposable set. The patient stated that a clamp on a spare line was left open, causing the error. Gts advised the patient to discard the supplies and report the error to their dialysis nurse. Product surveillance contacted the patient who explained that she was doing fine and continuing therapy without any issues. The patient stated she notified her dialysis nurse of the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).